Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that balanced phacoemulsification tip broke in half while in the patient's eye. The tip remained in the infusion sleeve and removed. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
One opened phaco tip was returned for evaluation for the report of phaco tip broken while in the patient's eye. A complaint history examination for device. A photo provided with the complaint was reviewed, the photo shows a sleeve with a metal tip. Did not recognize the metal tip as a phaco tip. The phaco tip was visually inspected and deemed nonconforming, the tip is broken in the bent region, very jagging. The ab hole is in the side of the broken piece. Wall thickness is even. The evaluation confirms the broken phaco tip. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual evaluation does not show any manufacturing issue that would cause a broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4) medwatch form mw5087687 - 19 jul 2019.pdf

Event description:
Per the medical device event report, a patient had cataract on the right eye. During the cracking of the nucleus, the phaco needle broke in half. The phaco needle was removed from the eye examined further, and decision was made to replace with a new phaco tip. Cataract was noted to be extremely dense and brunescent.